Event description:
It was reported that the patient called the clinic with driveline power fault alarms. Log files were reviewed and driveline power faults were found on (B)(6) 2021. Other alarms and events on the log files were unremarkable. Technical sevices recommended clearing the system monitor to clear the alarms, and if not resolved, they suggested that a modular cable and system controller exchange may be warranted if the patient could tolerate a brief pump stop. It was reported that the ventricular assist device (vad) coordinator cleared the driveline power fault alarms on the heartmate touch monitor and the alarms did not immediately return. The vad coordinator replaced the patient's modular cable as a precaution. The alarms did not reoccur following the troubleshooting steps and the patient was sent home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed via the log file review. The log file spanned approximately 7 days ((B)(6) 2021 per the timestamp). A driveline power fault alarm activated on (B)(6) 2021 at 08:32 due to a broken power b (internal error code f5). The alarm continued for the remainder of the log file and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned modular cable, lot 6686833, was operated on a mock circulatory loop and no alarm was reproduced. The integrity of the internal wires of the modular cable was tested which passed without any issue. Additional information on 12oct2021 stated that the driveline power fault alarm cleared on the heartmate touch. The mod cable was exchanged as a precaution. The alarm was resolved, and the patient was sent home. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. Heartmate 3 instructions for use section ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. No further information provided. The manufacturer is closing the file on this event.